Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirmed the reported symptom. The evaluation was unable to determine the cause. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies will be replaced.